Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a right hip procedure on (B)(6) 2025. The wrong size locking ring was packed. Another locking ring was used. Procedure was completed successfully with a delay of fifteen minutes. There was no patient consequences.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: wrong locking ring was packed. The product was returned to j&j medtech orthopaedics for evaluation. Additionally, the available evidence was forwarded to the manufacturing site for further evaluation. Visual inspection of the returned device revealed that an incorrect locking ring was found within a dur mar neut liner 28idx52od. No other defects were observed. According to the investigation conducted by the manufacturer, the reported issue was confirmed to be a manufacturing-related problem attributable to human factors. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the dur mar neut liner 28idx52od would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product issue will be addressed through j&j medtech orthopaedics quality system. An nr and CAPA have been created to address the reported issue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary wrong locking ring was packed the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that an incorrect locking ring was found within a dur mar neut liner 28idx52od. No other defects were observed. According to the investigation conducted by the manufacturer, the reported issue was confirmed to be a manufacturing-related problem attributable to human factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the dur mar neut liner 28idx52od would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product issue will be addressed through j&j medtech orthopaedics quality system. An nr and CAPA have been created to address the reported issue.